Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and device breakage ('breakage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included urine incontinence, folliculitis and multiparous. Previously administered products included for an unreported indication: mirena. Concurrent conditions included ovulation pain. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("allergy: rash/skin condition"), psychological trauma ("psych injury"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), migraine ("migraine"), headache ("headaches") and ovarian cyst ("cyst on ovaries") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (to remove the essure). Essure was removed. At the time of the report, the pelvic pain, device breakage, female sexual dysfunction, abdominal pain, menorrhagia, dermatitis allergic, psychological trauma, bladder disorder, urinary tract disorder, vaginal discharge, fatigue, gastrointestinal disorder, alopecia, hormone level abnormal, migraine, headache, weight increased and ovarian cyst had not resolved. The reporter considered abdominal pain, alopecia, bladder disorder, dermatitis allergic, device breakage, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, hormone level abnormal, menorrhagia, migraine, ovarian cyst, pelvic pain, psychological trauma, urinary tract disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: she received treatment for the following events breakage, apareunia, abdominal pain, menorrhagia (heavy menstrual bleeding), psych injury, bladder problem, urinary problem, vaginal discharge, fatigue, gi conditions, hair loss, hormonal changes, migraine, headaches, weight gain and cyst on ovaries. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: essure confirmation test(s) (unspecified) bilateral occlusion. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received: device breakage, apareunia, abdominal pain, menorrhagia (heavy menstrual bleeding), allergy: rash/skin condition, psych injury, bladder problem, urinary problem, vaginal discharge, fatigue, gi conditions, hair loss, hormonal changes, migraine, headaches, weight gain and cyst on ovaries was added. Lab data and treatment details added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') and pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included urine incontinence, folliculitis and multiparous. Previously administered products included for an unreported indication: mirena. Concurrent conditions included ovulation pain. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), female sexual dysfunction ("apareunia"), dermatitis allergic ("allergy: rash/skin condition"), psychological trauma ("psych injury"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), migraine ("migraine"), headache ("headaches") and ovarian cyst ("cyst on ovaries") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (to remove the essure). Essure was removed. At the time of the report, the device breakage, pelvic pain, abdominal pain, menorrhagia, female sexual dysfunction, dermatitis allergic, psychological trauma, bladder disorder, urinary tract disorder, vaginal discharge, fatigue, gastrointestinal disorder, alopecia, hormone level abnormal, migraine, headache, weight increased and ovarian cyst had not resolved. The reporter considered abdominal pain, alopecia, bladder disorder, dermatitis allergic, device breakage, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, hormone level abnormal, menorrhagia, migraine, ovarian cyst, pelvic pain, psychological trauma, urinary tract disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: she received treatment for the following events breakage, apareunia, abdominal pain, menorrhagia (heavy menstrual bleeding), psych injury, bladder problem, urinary problem, vaginal discharge, fatigue, gi conditions, hair loss, hormonal changes, migraine, headaches, weight gain and cyst on ovaries. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-dec-2019: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery to remove the essure. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.